Event description:
It was reported that this patient called indicating hearing beeping tones from his subcutaneous implantable cardioverter defibrillator (s-ICD). Technical services referred the patient to the clinic. Reportedly, the clinic interrogated this s-ICD and found that the device had reached elective replacement indicator. This device data was sent for engineering analysis and appeared to be depleting more quickly than expected. Device replacement was recommended. This s-ICD remains in service and no adverse patient effects were reported.

Event description:
It was reported that this patient called indicating hearing beeping tones from his subcutaneous implantable cardioverter defibrillator (s-ICD). Technical services referred the patient to the clinic. Reportedly, the clinic interrogated this s-ICD and found that the device had reached elective replacement indicator. This device data was sent for engineering analysis and appeared to be depleting more quickly than expected. Device replacement was recommended. Eventually, this s-ICD was explanted, replaced and it is not expected to be returned for analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
If the product is returned, analysis would be performed, and this report would be updated at that time.

Event description:
It was reported that this patient called indicating hearing beeping tones from his subcutaneous implantable cardioverter defibrillator (s-ICD). Technical services referred the patient to the clinic. Reportedly, the clinic interrogated this s-ICD and found that the device had reached elective replacement indicator. This device data was sent for engineering analysis and appeared to be depleting more quickly than expected. Device replacement was recommended. Eventually, this s-ICD was explanted, replaced and was returned for analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
If the product is returned, analysis would be performed, and this report would be updated at that time. Upon receipt at our post market quality assurance laboratory, this s-ICD was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of a compromised capacitor. This resulted in the observed premature battery depletion. It was determined that the capacitor was compromised due to the presence of excess hydrogen in the device case. Boston scientific issued a field safety notice regarding a subset of emblem devices that have a potential of exhibiting this behavior. This device is included in the emblem s-ICD accelerated depletion advisory population.